Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that on start up there is a message about technical assistance on screen analysis and functional test. There was no report of patient involvement.

Manufacturer narrative:
Review of this complaint determines that this event is not a reportable malfunction because on start up of the system, an error message appears advising the user to seek technical assistance, preventing use of the system.